Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer (ulceration at the aortic bifurcation). It was reported that on the post angiogram it was noted there was a small right lumen of the stent graft and the procedure was concluded. The bifurcate was placed up the right side. One day after the procedure the patient complained of right hip pain after walking. A CT scan was done showing the right limb was occluded. The patient was sent back to the operating room for a fem-fem procedure and was discharged the next day with no complications. Per the physician the cause of the event was a tight aorta without aneurysm disease contributing to the limb occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.